Event description:
It was reported that after the patient¿s healthcare professional (hcp) implanted the first lead the patient¿s symptoms did not get better after testing the lead. There were no side effects after the stimulation was increased. Using an external neurostimulator (ens) the hcp tested impedances and the impedance of several electrodes were low. The hcp suspected the lead contact had a short circuit problem or there was a contact problem. The lead was replaced and the new lead was tested. With the new lead the impedance was normal and the results were effective. There was no impact to the patient and the patient was good.

Manufacturer narrative:
Analysis of the lead found the outer insulation of the lead body was damaged at the depth stop site. There is a depth stop impression in the outer insulation 2.8 cm from the proximal end of the lead. There are conductor coil impressions on the parylene coating of the stylet due to pressure from the depth stop. It was not possible to duplicate a short in the lab on this lead at the depth stop location due to the fact that the pressure from the depth stop had been removed, however, the damage observed could have caused a short and thus explain the reported event.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0jcq9, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.